Event description:
A malfunction was reported involving a device distributed by a. Import.sk spol.s.r.o. In slovakia. The malfunction occurred on (B)(6) 2025, identified by code 12-0x2071, and there were no notable events prior to the incident. There was no adverse impact on the customer's blood glucose level. To resolve the issue, a replacement pump (serial number (B)(6)) was provided to the customer after confirming their address. The customer was informed of the need to replace the pump, which was under warranty.